Manufacturer narrative:
The case description states that the user entered 15 grams of carbs into the bolus calculator, however a 15u bolus was delivered instead. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed that one instance of a 15u bolus was delivered on the date of occurrence. The audit logs show that the use cgm option was used to load a bg value of 135 mg/dl into the bolus calculator before the confirm button was pressed with a total bolus of 15u, which was then delivered. Inspection of the engineering logs for the 15u bolus showed evidence of interaction with the controller to program the bolus. The logs show that the bolus button was pressed in order to load the bolus calculator. No carb values were entered into the bolus calculator. The logs then show the use cgm option being used to load a bg value of 135 mg/dl into the bolus calculator, which gave a suggestion of 0u. The logs then show that the total bolus was modified. The confirm button was then pressed again before the start button was pressed to start insulin delivery. A 15u correction bolus was confirmed that was user adjusted to 15u. The logs show that the user did not cancel this bolus while it was being delivered. No evidence of an uncommanded bolus was observed in the logs.

Event description:
Customer reports experiencing low blood glucose (bg) levels. Customer stated she bolused for a snack (15 gr) and began going very low. Customer stated that when she checked the system it had delivered a bolus of 15 units. No medical intervention was required.